Event description:
Clinical rationale: a 75-year-old male undergoing high risk percutaneous coronary intervention (hrpci) was supported with impella cp. The patient sustained a hematoma attributed to the impella procedure; however, hematoma resolved with manual compression, no further intervention was required, and the device performed as intended with no evidence of malfunction. The patient was anticoagulated with heparin and on antiplatelet therapy including brilinta, which may have contributed to the event. The impella cp was inserted on (B)(6) 2026 at 8:24 am and explanted the same day at 3:30 pm, with the patient successfully weaned and surviving to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI.